Event description:
According to a letter from the physician, a female underwent closure of a patent formen ovale with a 22 mm amplatzer aso device in 2003 using intracardiac echo (ice) guidance and a transseptal approach. The device was deployed with good position and there was no evidence of residual shunt by ice and angiography post-deployment. Echocardiogram the following day showed the device was seated with residual right-to-left shunting with valsalva. The procedure was complicated by a retroperitoneal hematoma. Echocardiogram at one month showed no residual shunting. Subsequent echoes showed residual shunting by doppler and with agitated saline. The device was surgically removed in 2005. According to the operative report, the aso was well "endocardialized" along the collateral walls, but near the superior aspect of the secundum septum, it was not adherent. A forceps easily passed across the right-to-left atrium. Rough edges were observed on the left side of the interatrial septum. The asd was repaired with a patch. The pt did well postoperatively and had an uneventful recovery.